Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not crossed over to the new patients. A technical support specialist dialed into the station and confirmed that the ext.receivedmessage table contained over 20,000 messages to be processed. The tss found that the log files did not contain the normal amount of logging, and it appeared that the service was not processing messages and was "stuck" in some way. The tss restarted the service restored functionality, and the messages began processing. The tss attached the knowledge article of¿ inbound messages stuck on availableforprocessing=1¿ for the user reference and confirmed that no further issues were found. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue that medications were not crossing over on new patients. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue that medications were not crossing over on new patients. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.